Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 431 mg/dl. The customer stated that the insulin pump had cpu hardware test failed alarm and the troubleshooting was performed for the alarm and they were able to clear the alarm and request to rewind. The customer was not admitted into the hospital as a result of the high blood glucose. The customer declined the troubleshoot for the high blood glucose and the audio beep anomaly. The customer was treated with the insulin pump. The device will be returned for the analysis

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and self test. Insulin pump received with missing retainer. Unable to perform the displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Hardware low-level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No pump error noted during testing and was not found in the formatted history file.